Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event and the product disposition. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that, after 7 months of support, the hospital had exchanged the patient's pump with another lvad. No other information was provided.